Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The confidence kit was returned for evaluation. Visual inspection revealed no anomalies. The system was then tested and functioned as intended. Review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A review of the complaint trend analysis found no systemic issues that require further action. The root cause is undetermined. However, it should be noted that the delivery system worked properly on the first three injection sites and on the fourth and last access the system was stated to have leaked. Per the instructions for use (IFU-0902-90-055 revision e), it states that injection should not be attempted beyond the delivery time permitted. As such, one probable cause is that the cement hardened causing the pressure relief valve of the pump to activate as intended. Once activated it is normal for sterile water to come from the distal end of the device. As there has been no issue identified in the manufacturing or release of this confidence kit that could have contributed to the problem reported by the customer and no systemic trends have been observed this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The confidence kit, no needles [product code: 2839-13-000, lot no: hrjbcz] was not returned to the complaints handling unit (chu) for evaluation. A review of the device history record (DHR) for the confidence kit, no needles was performed. The DHR of the confidence kit, product code: 2839-13-000 lot hrjbcz was reviewed and no discrepancy was found. The lot was released on july 9, 2014. No issues were identified in the manufacturing and release of this product that could have contributed to the problem reported by the customer. A 12-month review of the complaint trend analysis for the confidence kit, no needles was conducted on the product family. No systemic trend requiring further actions was identified. The root cause is undetermined. However, it should be noted that the delivery system worked properly on the first three injection sites and on the fourth and last access the system was stated to have leaked. Per the instructions for use (IFU-0902-90-055 revision e), it states that injection should not be attempted beyond the delivery time permitted. As such, one probable cause is that the cement hardened causing the pressure relief valve of the pump to activate as intended. Once activated it is normal for sterile water to come from the distal end of the device. As there has been no issue identified in the manufacturing or release of this confidence kit that could have contributed to the problem reported by the customer and no systemic trends have been observed this complaint file will be closed with no further action required. Should the confidence kit become available at a later date, then it will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned by complainant.

Event description:
International affiliate reports the confidence kit experienced leakage during use. The system was used for twp spinal bodies with four access points. At three access points, the system worked properly. However, at the fourth and last access point, the system leaked. The procedure was successfully completed with an additional confidence kit. There were no adverse consequences to the patient and no significant delay.